Event description:
The customer reported, the system displayed a communication failure error message. This error will likely cause the system to lockup or not to boot. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be brawn as repair info is not available.